Event description:
Caller states that the pt tested 5.7 inr on coaguchek system 1 compared to results of 4.0 inr and 4.1 inr on two other coaguchek test systems. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.

Manufacturer narrative:
The medwatch is for the suspect device used coaguchek system 1, which produced the result that was inconsistent with the other readings.